Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump was programmed with the bolus wizard and monitored. The bolus estimated, delivered and recorded properly in the bolus history screen. No bolus wizard anomaly was noted. All the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 531 mg/dl, which was treated via insulin pump bolus and manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.